Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate therapy during an svt. Episode was initially diagnosed as svt, but when atrial events fell into blanking switched into vt. The patient was stable. Programming changes were recommended. Further actions will be discussed with the physician.